Manufacturer narrative:
(B)(4). The vyaire field service engineer reported to have evaluated the suspect device but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; that the unit's screen is blank. The customer reported there is no patient involvement associated with the event.